Event description:
It was reported that before use of the bd sharps collector 9 gal, the sharps container was missing the lid. The following information was provided by the initial reporter, translated from japanese to english: missing lid.

Manufacturer narrative:
H.6. Investigation summary: no samples or pictures were received. Additional attempts to get more information or pictures were made, however in none of the cases additional information were provided. According to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. According with this investigation there is not enough information like picture from the original packaging provided from customer, this information is necessary in order to rule out that this issue was generated due to transportation, incorrect handling, partial sales made from distributor. Also, it was noticed that a corrective action (weighing system used to determine the quantity of pieces through the weight) had already been implemented within the process to ensure the correct quantity of pieces per box, the corrective action was documented under CAPA record # ca-j1001335. Due the lot number reported under this complaint was manufactured after the corrective action implementation, the weight history records of the lot reported was reviewed and it was confirmed that no issues were found. Conclusion based on information provided it was not possible confirm the root cause like a failure mode related to the manufacturing process because there is no enough information provided from customer. The current records were reviewed and confirmed that all boxes were packaged with the correct quantity of pieces per box during the manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd sharps collector 9 gal, the sharps container was missing the lid. The following information was provided by the initial reporter, translated from (B)(6) to english: missing lid.